Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for high blood glucose of 500 mg/dl. The customer was informed that there could be many reasons for high blood glucose. No further information was provided.